Event description:
As reported, the tip of an outer tube on a 7mm x 40mm smart control self-expanding stent (ses) delivery system was observed to be a little frayed after it was removed from its package. A 7mm x 60mm smart control ses delivery system was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an external iliac artery lesion. Additional information was requested but was unavailable. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion:as reported, the tip of an outer tube on a 7mm x 40mm smart control self-expanding stent (ses) delivery system was observed to be a little frayed after it was removed from its package. A 7mm x 60mm smart control ses delivery system was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat an external iliac artery lesion. Additional information was requested but was unavailable. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18366847 presented no issues during the manufacturing process that can be related to the reported event.based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "outer sheath frayed/split/torn distal radiopaque marker" could not be confirmed. With the limited information provided, without the return of the device, and with no images, the cause of the reported event could not be determined. It is possible that factors related to handling during prep of the device contributed to the reported event. Care should be taken when removing devices from the packaging and all devices should be removed from packaging as per the instructions for use (IFU). Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.